Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02jul2020.

Event description:
The customer reported bipap will not initiate. The customer is not able to verify the reported problem at this time. The remote customer service technician spoke to the customer pertaining to low leak error which is being addressed separately. The remote customer service technician sent the customer a purchasing order.

Manufacturer narrative:
G4:05nov2020. B4:24nov2020. H11: h6: device code updated additional information was obtained confirming that the issue was discovered during performance verification testing (pvt). The customer did not respond to attempts to confirm additional repair details. G4:17nov2020. B4:24nov2020. A gas delivery system (gds) assembly was returned for analysis. Visual inspection of the gds assembly revealed no evidence of damage or contamination. An investigation was performed and it was determined that the out of specification u1 on the air flow sensor pcba created the air flow accuracy test to fail and the low leak-co2 rebreathing error. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.